Manufacturer narrative:
It was reported that the tightrope snapped upon tightening. The reported event is confirmed upon investigation of the returned pictures. Visual evaluation identified that the rope threads were damaged and had broken. However, without the return of the device, further investigation. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon tightening.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an (B)(6) 2020, ankle fracture, procedure the surgeon attempted to use two ar-8925ss, knotless tightrope devices (lots 10205043 and 11403565). Both of the devices had the same issue. Once the button was placed correctly through the fibula and tibia, as the surgeon tightened the construct, the tightropes snapped at the lateral button. To complete the procedure the surgeon had to pull out the two broken tightrope devices and replaced with different tightrope xp's. Additional information obtained 11/19/2020: all pieces of the ar-8925ss were fully retrieved. The surgeon had to make a medial and lateral incision to retrieve the buttons. To complete the procedure the surgeon used two additional tightrope devices and these second two worked as intended.